Event description:
The pt was implanted with a left ventricular assist device. It was reported that the pt expired due to multi system organ failure on (B)(6) 2013.

Manufacturer narrative:
The pt expired. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.